Event description:
I've used renu multiplus and renu with moistureloc for as long as I can remember. I've always used bausch and lomb products. I've worn contact lenses for approx 19 years. I was diagnosed with a fungal infection in late 2002 and was treated for a corneal ulcer/scar. I someday may require a corneal transplant. My vision in my left eye has been impaired by more than 70% and my right eye has been affected due to compensating for my left eye.